Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient is very light sensitive indoors and out in the left eye approximately one month post lasik. Vision is reported to be good. Topical steroid dosage was increased. Steroid taper has started. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.